Event description:
Claims that the cr-co levels in the blood have been altered. Walking problem led to an onset of disc herniation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It was initially communicated the devices remain in situ. Follow-up for additional event information was conducted utilizing work instruction wi-7915. No additional information was obtained. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.